Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were assaulted and attacked.  Patient was grabbed by their ribs, where the ins is on the back left, and got messed up through their ribs. Patient stated since then it felt like their implant was "messed up" in their back-area. Patient stated the area in their back where the ins was located hurt real bad and at times felt like it was burning on the inside; the issue was especially bad if that area of their back is touched and when they sit down. Agent had a hard time hearing the patient throughout call and did their best to document the reported information. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient stated they have an appointment with their hcp coming up.